Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm amplatzer cribriform occluder was selected for implant. It was noted during procedure that the the left disc of the occluder exhibited a tulip deformation when deployed. The 25mm amplatzer cribriform occluder was no mishandled or damaged during device preparation. The deformed occluder was never released from the delivery cable while inside the patient. There was no known interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. There was no adverse patient consequence reported, but there was a slight delay. The decision was made to remove the deformed occluder and replace it with another one of the same model and size. The patient was stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.